Event description:
It was reported that the subject device malfunctioned. It was noticed disconnection and broken coating. The issue happened during inspection and sterilization prior to a therapeutic endoscopic sinus surgery. Per the report , the subject device was accidentally placed in the high-pressure steam sterilizer. The procedure was completed using a similar device. There were no reports of patient harm. No harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Inspection of the device observed film rupture and wire breakage. In addition, evaluation found flooded cables and image capturing section . Main body deformation , connectors discoloration and damaged connector were noted. A definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Instructions for use (IFU) it states : [section where IFU applicable for ¿film rupture¿ and ¿wire breakage¿] ¦handling and general precautions (caution) do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. [Section where IFU applicable for ¿flooding of cables and image capturing section¿] ¦endoscope image disappearance and freezing (warning) do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.